Manufacturer narrative:
Reported event of clip difficult to release from the catheter. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to lock onto tissue but failed to release from the catheter. Eventually, the clip was released after jiggling of the catheter, and the procedure was completed at this time. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). A visual examination of the returned resolution clip device found that the clip assembly was fully deployed, and the clip was not returned with the device. It was noticed that the over sheath assembly was not returned. This failure is likely due to anatomical/procedural factors encountered during the procedure that limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to lock onto tissue but failed to release from the catheter. Eventually, the clip was released after jiggling of the catheter, and the procedure was completed at this time. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.